Event description:
A malfunction was reported involving a pump distributed by rubin medical aps in denmark on february 13, 2026. It was uncertain whether the malfunction caused the customer's blood glucose to exceed 500 mg/dl, as this question was left unanswered. The technical support determined that the malfunction code 16-0x20e6 was not resettable, so the pump needed to be replaced. The customer was informed of the replacement, and a new pump was dispatched. The technical support confirmed the customer¿s shipping address, provided instructions for storage during transport, and instructed the customer to return the problematic pump to tandem within 10 days using the provided pre-paid label and return box. The customer chose not to disclose their backup therapy for insulin delivery.